Event description:
The device was explanted and sent for analysis. No info was provided.

Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 2285 ohms.